Manufacturer narrative:
Device not returned.

Event description:
Reportedly, valve explanted after unknown duration due, early strut bends, which were attributed to inadequate debridement at implant. No valve to be returned. No further info available.